Event description:
Patient involvement unknown.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health impact, and evaluation codes: updated. One device was received. Visual inspection noted a cracked tank cover, stained reservoir, and faded front cover. Outdated printed circuit board (pcb) and power switch. During functional testing the motor on the pump was running but the pump was noisy and have trouble circulating the water confirming the complaint. A root cause was due to the pumps inside parts have worn and have difficulty working properly from normal wear and tear from usage. A device history record (DHR) review was not performed as the device was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped., corrected data: h6. Clinical signs and symptoms or conditions, corrected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor was turning, the pump was screeching and had difficulty moving. No patient injury was reported.